Event description:
Patient brought to ir for PICC placement under gen anesthesia. Nurse practitioner was accessing right arm vein under ultrasound. Np received blood return and advanced wire to tip of needle where she met resistance. Upon attempting to remove the wire it became stuck. After further attempts to remove the wire, the tip of the wire unraveled and broke leaving the 1cm distal tip of the wire remaining in the vein. Multiple doctors attempted to remove the small foreign body. Eventually doctor was successful in the removal of the wire tip using a vascular sheath/snare combination. After removal the doctor performed a venogram to assess the patency of the vein. It was determined the vein was indeed intact and patent. Doctor used a new wire and advanced a PICC line through the vein. The severed wire tip and wire body were kept and placed in a biohazard bag and labeled with device lot#, expiration, and ref#. Plan to contact bard vascular (manufacturer) and request they evaluate the broken device to determine if it was flawed.